Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system shut down in the middle of a surgery. The system was rebooted but shut down on its own again at which time an iatrogenic break in the retina occurred. It was reported that the system was plugged into an extension cord. Additional information has been requested.

Manufacturer narrative:
The company representative examined the console but was unable to duplicate anything that could have contributed to the reported issue. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. A warning is issued in the operators manual ¿the system power cord is a medical grade power cord with the least leakage current per foot rating available. Extension of the power cord by hospital staff is not recommended. Unauthorized extension of the power cord could result in injury. Do not use multiple portable socket (power strip) outlets with this system. To avoid risk of electric shock, this equipment must only be connected to supply mains with protective earth (ground). Modification of the equipment is not allowed without prior authorization from the manufacturer. If this equipment is modified, appropriate inspection and testing must be conducted to ensure continued safe use of the equipment. Console isolation from mains is achieved through a two-pole power switch. Turn off power switch or unplug the power cord from wall outlet to achieve isolation from mains.¿ the system was examined and there was no indication that anything that could have contributed to this reported event was found. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2014. Based on qa assessment, the product met specifications at the time of release. As the system met specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).